Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm while driving. The customer's blood glucose value was 75 mg/dl, 245 mg/dl. The customer reported site issues. The customer experienced itching and rash due to site issue. Customer reports that they did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.